Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report number 1222780-2010-00097. User facility reported five unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The uterus was reported to be "very retroverted". The procedure was abandoned and a perforation was confirmed on post hysteroscopy. A laparoscopy was done and a "minuscule perforation" was seen on the "pt's right side of the uterus near the cornua". No treatment was needed for this perforation and the pt was discharged home. The physician's assistant reported the pt was seen on follow-up during the week of (B)(6) 2010 and she is "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a suresound. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. H4: lot number of the suresound not provided by the complainant, therefore the device MFR date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system according to the instructions for use (IFU) precautions: pts with a severely retroverted uterus are at greater risk for uterine perforation during any uterine manipulation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).